Manufacturer narrative:
Henderson, raven, et al. ¿hyperbaric oxygen for ischemia due to injection of cosmetic fillers.¿ plastic and reconstructive surgery - global open, vol. 6, no. 1, 2018, pp. 1¿3., doi:10.1097/gox.0000000000001618. (B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of hearing loss, blanching, ischemic changes, severe pain, occlusion, ischemic discoloration, vascular insufficiency, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of hearing loss, ischemia, impaired vascular system (circulation), erythema, skin discoloration and pain: 4. Warnings ¿ the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #14). 5. Precautions ¿ juvéderm voluma® xc should only be used by health care professionals who have appropriate experience and who are knowledgeable about the anatomy and the product for use in deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation. 6. Adverse events a. Clinical evaluation of juvéderm voluma® xc treatment site responses include but at not limited to (per tables 1,2 and 3): tenderness, pain, redness, discoloration and erythema. C. Other safety data postmarket surveillance the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
In the article: ¿hyperbaric oxygen for ischemia due to injection of cosmetic fillers.¿ a patient self injected with juvéderm voluma xc around the proximal temple on both sides of their face. Immediately after the injection, the patient experienced hearing loss in their left ear, blanching over the left side of their face and severe pain. Patient was treated with hyaluronidase, topical nitro paste and warm compresses. There were no improvements 9 hours after the injection and then went to an outside emergency department with signs of ischemic changes to the patient's left face, postauricular area and hearing loss but had no other vestibular symptoms. A computed tomography angiography of the patient's head showed occlusion of a branch of the left superficial temporal artery. Patient was then treated with enoxaparin, aspirin, dexamethasone IV, piperacillin/tazaobactam and interadermal lidocaine. Patient was then accepted by the author's facilities for hyperbaric oxygen treatment for vascular insufficiency. First treatment was 15 hours after onset and patient has received a total of 6 treatments with hyperbaric oxygen treatment twice daily over 3 days. After the 3rd day of treatment, the patient showed improvement in appearance and decreased ischemic discoloration. The patient's hearing also returned to baseline. Over the next few days, the patient developed increased erythema after discharge from the facility to resume follow up with their own dermatologist. Patient was given a platelet rich plasma treatment for the erythema with good resolution afterwards. Four months later, the patient had an acceptable cosmetic outcome. A year later, the patient notes that any residual is unnoticeable to anyone except the patient themselves.